Manufacturer narrative:
The product was not returned. There has been one other complaint reported in the lot number. Photo were provided and reviewed. Two photos of the iol were provided for this case. The photos show a medium-sized optic section directly illuminating the center portion of the iol through a dilated pupil. Within the area of the iol that is illuminated there appears to be multiple diffuse refractile particles. It is difficult to determine, the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. The product investigation could not identify a root cause for the reported complaint. A root cause could not be determined, from the provided photos. The reporting facility has not provided any further information. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that 1 1/2 years following intraocular lens (iol) implantation of the left eye, glistenings appeared on the iol and the patient experienced a decrease in distance visual acuity. The surgeon is considering an iol exchange. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating there are no plans for future iol replacement.